Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a dislodged c-style retaining ring on the grip ring. The retaining ring was found dislodged at the proximal end. This causes the jaws not to operate properly, leading to instrument failure during initialization. In addition, the vse instrument was found to fail during initialization. The instrument was place on an in-house system and failed initialization on 3 of 3 attempts. The system displayed the error ¿self-test failed. Remove instrument.¿ a review the logs verified three homing failures. The vse instrument was returned with a missing integrated cord, which indicates incomplete return components. A visual inspection did not reveal any thermal damage or signs of melting, which indicates no evidence of heat-related failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) instrument was not functioning properly since the beginning. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: there was no patient injury. The vse instrument did not seal properly. There was no effective sealing function, and cutting was not possible. Only a cold cut. The instrument only worked for a few minutes. It appeared that the wattage was lower than expected and sealing was insufficient. The issue was related to insufficient sealing. The "cut" function technically worked, but due to improper sealing, using it gives a significant risk. Therefore, we chose not to use the instrument. No errors occurred when the issue happened. During the sealing sequence, there was audible ¿sealing in progress¿ tone while the pedal was pressed. The tones were audible, but the device did not function properly. In some cases, the seal cycle took very long or did not complete at all. Tissue was cut that was not fully sealed. The customer proceeded with a new vse instrument.